Event description:
It was reported to philips through bfarm that: (translated from german to english) "the patient received a t-teer procedure in the form of a triclip for severe tricuspid regurgitation." This procedure is performed under general anesthesia. After completion of the procedure and application of a pressure bandage via transvenous access through the right femoral vein, the rotating table was turned outwards to facilitate access to the patient's head for the anesthesia team. At that time, the patient was still deeply sedated. Without any measures being taken against her or the staff being able to restrain her, the patient suddenly slipped to the left of the catheter table and hit her face on the floor; the blue mat remained on the table. All invasive access points (tube, cvc, arterial cannula) remained in situ, and the patient was cardiopulmonary stable at all times. The patient received immediate primary care from the senior anesthesiologist who was also present in the room and the nursing staff. The senior cardiologist was called in along with another senior anesthesiologist; nasal packing was applied and a head laceration was sutured. Then transfer to bed. The anesthesia was deepened and the patient was taken to the CT scanner for diagnostic testing. A ¿polytrauma spiral¿ procedure was performed here. The diagnostic workup revealed a maxillary sinus fracture and a zygomatic fracture, which will require surgical treatment in the further course of the illness. At present, the patient has been transferred to the regular cardiology ward after initial care in the ICU. An investigation into this complaint has been initiated by philips.

Manufacturer narrative:
Philips has investigated this complaint. The customer was contacted but declined to provide additional information regarding the patient's current condition. A philips remote service engineer (rse) analyzed the log file remotely and did not identify any issue with the system's performance. A philips field service engineer (fse) inspected the system on-site and confirmed that there was no evidence of a system malfunction, unintended motion, or system error. The customer confirmed that the incident resulted from the patient moving while under anesthesia. It was not possible to determine how the patient moved independently while under anesthesia. At the time this complaint was received, philips did not have enough information to exclude the possibility that a product malfunction had contributed to the patient's outcome; therefore, the complaint was reported. Investigation determined that the philips system was working according to specification. No causal relationship was identified between the philips system and the patient fall; available evidence indicates that the fall resulted from the patient moving independently. Based on the results of the investigation, philips has re-evaluated this complaint is as not reportable. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.